Manufacturer narrative:
The monopolar hook (cev230-1) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the hook verified the complaint reported by the customer as valid. The test of electrical continuity was compliant with our specifications (use of a microfrance cable). However, this test was not compliant when using the customer¿s cable. When moving this cable, there was not a constant electrical continuity. Root cause analysis: the investigation did not highlight any manufacturing defect. This issue was due to the use of an incompatible cable with the device. No adverse trends were identified. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was no electric conductivity between the cable and the monopolar hook (cev230-1), even after the cable was changed. The device was in contact with the patient; however, no injury or surgical delay occurred.